Event description:
It was reported the patient presented for initial procedure. During the implant surgery, the hex wrench would not engage the right ventricular set screw on the implantable cardioverter defibrillator (ICD). The physician elected to complete the procedure with a different ICD. There were no patient consequences.

Manufacturer narrative:
The reported event of being unable to engage the set screw was confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. Inspection revealed the right ventricular set screw was unseated and contained septum material inside the hex cavity. This material prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.